Manufacturer narrative:
The device sample was not returned at the time of this report.

Event description:
The event is reported as: the customer alleges that during a leak test the machine alarmed. The nurse found a leak, opened a new set and replaced the connector. No report of patient injury or clinical consequences.